Manufacturer narrative:
Failure event observed during analysis. A partial lead was returned in three segments for analysis. Final analysis found external insulation abrasion at 21.5 ¿ 21.6 cm from the connector pin, breaching the outer insulation and exposing the outer coil consistent with damage due to overtightened suture tie.

Manufacturer narrative:
Analysis was normal. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2019-12196, 2938836-2019-12503. It was reported that the patient developed sepsis and passed away in the hospital. The complete pacemaker system was explanted. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death was unknown.